Event description:
It was reported that while in the intensive care unit, the nurse noticed that a portion of the dressing was wet and found a leak from the catheter was the cause. As a result, the catheter was removed and replaced with a new one. After removing the catheter, the nurse found a small cut approximately 10 cm from the snaplock adaptor which caused the leak. How long the catheter was indwelled or when it was inserted into the pt is unk. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.